Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer changed out all supplies and resumed insulin delivery. Customer's blood glucose was in the 300's mg/dl.